Manufacturer narrative:
Unit had intermittent buttons response due to flattened act button dome switch. No unlocked lcd keypad connector noted. Unit passed self-test, unexpected restart error test and displacement test. No unexpected restart error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 116 mg/dl at the time of incident. Customer stated that the insulin pump up button does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump alarmed unexpected restart during normal use. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Reference case-2018-00256976 (a21 alarm product not returning).